Manufacturer narrative:
Article citation: fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence. Nir bitterman md, paula simoviz md, tamar tadmor md, lihi tzur md, noam calderon md, and ohad ben-nun md. Imaj ¿vol21¿ august2019. The events of ¿seroma-late", "capsular contracture¿, and "lymphoma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture, baker grade unknown, and bia-alcl date of alcl diagnosis: 10 years from device implant.

Event description:
Journal article: "fat grafting after implant removal due to anaplastic large cell lymphoma may mimic recurrence.". The article reports a patient diagnosed with bia-alcl. The patient presented with ¿seroma and capsular contracture¿ and was treated with ¿capsulectomy, device removal and chemotherapy¿. Pathological markers confirming alcl have not been received. Side unknown. Device has been explanted.